Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared.